Event description:
It was reported that at a routine change out procedure, defibrillation threshold (dft) testing with the new subcutaneous implantable cardioverter defibrillator (s-ICD) and chronic electrode was unsuccessful. Four external shocks were delivered successfully converting the patient to a normal rhythm. An x-ray revealed the electrode was dislocated to a lower position close to the stomach. Additional x-rays were performed and it appeared the system placement had opportunities for optimization. The impedance measurements were noted to have increased, however remained within normal limits. Additional induction testing is planned for a future date, however this has yet been scheduled. This system remains in service. No additional adverse patient effects were reported.